Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.00/4.0/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise and low vault with rotation was observed. Lens repositioing was performed but the problem did not resolve. On (B)(6) 2021 the lens was exchanged for a same diopter, longer length lens but it was reported that the problem did not resolve. The reporter stated " the surgeon decided that the visual acuity was not good due to the rotation at that time. He performed repositioning surgery, but the outcome was not better. So, he exchanged the lens with same diopter. The doctor measured the data again before the exchange surgery, and vault was lower than before. So, he decided to replace with a larger length lens. After exchanging the lens, the vault was 0.94ct ((B)(6) 2021)."

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection and functional verfication found the lens to be within specification. Claim#: (B)(4).